Event description:
The customer reported that one of the metal screw bosses in the chassis of the philips monitor broke.

Manufacturer narrative:
The customer reported that one of the metal screw bosses in the chassis of the philips m8007a intellivue patient monitor broke. The quick release mount remained attached to the monitor via the remaining screw. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).